Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from (B)(6) 2013. Concurrent conditions included uterine bleeding, endometriosis, adenomyosis, chronic back pain and blood pressure high. Concomitant products included amlodipine since (B)(6) 2015, chlortalidone (chlorthalidone) since (B)(6) 2015 and metoprolol (metoprolol retard) since (B)(6) 2015 for blood pressure high as well as cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015 and ibuprofen since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain lower, back pain, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2015: surgical pathology final report: consists of multiple irregular tan-brown, soft tissue fragments measuring in aggregate 1.3 x 0.7 x 0.3 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received:new reporters added,medically confirmed case. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps ") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy and adhesiolysis). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain and headache outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and headache to be related to essure. Diagnostic results: on (B)(6) 2014 - hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.